Event description:
It was reported to the MFR on 04/20/07, that a customer encountered problems during use of a detachable coil. According to the medwatch supplied by the customer: "an embolization coil [device in question] broke during its installation into the aneurysm. The coil [device in question] was lodged between the arterial vessel and the implanted stent. Radiologist attempted to retrieve the broken coil [device in question], but was unsuccessful. The procedure was aborted as it was deemed the pt had had the maximum fluoroscopy. The pt was placed on levophed and heparin and eventually weaned from them prior to discharge. The pt seemed to be doing well and the physician decided not to try to retrieve the broken coil [device in question]. Patient was discharged home in 2007."